Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer would change the pump supplies to address occlusion alarms. Multiple attempts were made by tandem technical support to continue the system check, however no response was received. There was no reported adverse impact to the customer¿s blood glucose level.